Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The consumer reported that the patient had an x-ray on her lower lumbar unrelated to the device or therapy. The consumer reported that during the x-ray the ins was on and the patient felt a burning hot sensation at the ins site and across her waistline. The consumer reported that it was excruciating for the patient and bothered her for the 3 days following making her barley able to walk. The consumer reported that the burning resolved after 3 days. The consumer reported that the patient had shooting pains described as sharp in the lower buttock and her left outer thing like crease of jeans area and where her thigh met her hip and it never stopped. The consumer reported that the patient couldn't stand to walk only lay and rest but even that bothers the patient some days. The consumer reported that the patient had pain at the ins site which resolved 3 days after the x-ray.